Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit, serial number (B)(6), on the impacted fsca list not operating as intended could not be confirmed. No log files or photos of the reported event were submitted for review. The device was not returned for further analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. In the event that this product does return the investigation will be reopened with further analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 08jul2024. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an mobile power unit (mpu) that had not been working since it had been given after hospital discharge. The clinic gave a loner, and the patient had been using it ever since.